Manufacturer narrative:
Device received with motor error alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify failed battery alarm due to motor error alarms. No unexpected heating up of battery, battery tube or electronic assay was noted. No traces of heating up including burns, electrical shorts or heat damage components in electronic assay was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown. Customer also reported that the insulin pump had battery failed test alarm and heating up the batteries while he would change them out. Customer was unable to troubleshooting. The insulin pump will be returned for analysis.